Manufacturer narrative:
Health effect - clinical code - 4581 (slipped flap), health effect - clinical code - 4581 (striae). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with slipped flap which occurred with drops and also flap wrinkled and visual acuity decreased (vs) in the left eye (os), post treatment. A flap lift and smooth was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no questions, comments or concerns. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2020. Right eye pre-op 20/15 -2.00 x -.50 x 145, left eye pre-op 20/15 -2.25 x -.25 x 40.